Event description:
The pt reportedly neglected to remove the plastic from wafer prior to application. The pt realized the mistake after the paste and wafer were applied and immediately tried to remove product. The pt had difficulty removing the paste and, as a result, has denudement to the skin from 1/2" surrounding stoma outward. No further info was provided.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized 05/2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR.